Event description:
It was reported that during an implant procedure, the physician noted that the distal tip of the lead had a significant curve to it straight out of the box. The lead was not used in the patient and a new lead was then implanted. Additional information was requested.

Manufacturer narrative:
(B)(4).